Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The issue was resolved by the cleaning of the both the adjustable pressure limiting valve seat and disc and exhalation valve seat and disc. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure. There was no report of patient involvement.